Manufacturer narrative:
(B)(4). Evaluation summary: as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink blood set¿s spike was ¿not long enough to pierce the blood bag¿. In order to spike the bag the user cut the bag with a scalpel and then inserted the spike. This malfunction occurred during set-up. There was patient involvement; however, there was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.